Event description:
It was reported that there was a leakage noted in a pressure monitoring kit. The event was noted by a doctor before use and there was no patient involved and no patient harm reported.

Manufacturer narrative:
One suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies noted. Lot history review was performed and confirmed that there were no anomalies noted. A channel leak was observed between the pressure tubing and the female luer during the priming and pressure test. The pressure tubing pulled off near the luer during a pull test. Insufficient solvent coverage was observed on the tubing under microscopic examination. The allegation made by the complainant was confirmed. The probable cause of the channel leak had occurred due to insufficient solvent coverage on the tubing during assembly.